Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the pump found overinfusion with an undetermined root cause. As received the pump reservoir was empty and running in the simple continuous infusion mode with pa (patient activated) dosing active. Pump memory logs were gathered with no anomalies found. Dispense accuracy testing failed with an intermittent over infusion result on both tests. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Due to the findings of deviation, the pump will be subjected to a CT scan and possible long term dispense as well as weight testing, using the last known infusion rate from full to empty. Should any additional analysis findings become available, the event will be updated. Upon return, the device was interrogated and was found to have been programmed with dilaudid 15.0mg/ml at a dose of 5.498 mg per day, bupivacaine 15.0mg/ml at a dose of 5.498 mg per day and clonidine 750 mcg/ml at a dose of 274.91 mcg per day.

Event description:
Information received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving dilaudid (unknown dose/concentration). Indication for use was noted as non-malignant pain. It was reported that there was a catheter event. A dye study was performed because the patient was having volume discrepancies at refills. The dye study prompted a catheter revision that led to a replaced of the catheter on (B)(6) 2015. The exact volumes were unknown but they were getting back more than expected. The manufacturer representative believed the volume discrepancies went back to (B)(6) of 2015. While in the case the physician decided to replace the pump as well. The patient was doing well per the manufacturer representative. No symptoms were reported. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). While it was reported that during refill there was more drug taken out than on the 8840 (physician programmer) printout, the specific volumes were still not specified. It was reported there was no patient injury, and that the patient recovered without sequela following the replacement. No further information was provided. Please refer to manufacturer report # 3007566237-2016-00312 for the catheter reports related to this event.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies; therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete.